Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards clinical specialist and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported by the clinical specialist that during a miavr, during placement of the pr9 the physician advanced the device and noticed ventricularization, since fluoro was not used it was thought that the pr9 was in the mcv, they called fluoro to come, the device was then pulled back and readvanced and it appeared to be going the same direction, patient's pressure started dropping, "patient crashed", emergency sternotomy was then performed-upon opening the pericardium and evacuation of blood the pt's hemodynamics stabilized. Once the pt was on bypass and heart was decompressed enough to examine the cs the mcv did have a perforation this was repaired-upon advancement of the traditional cs retrograde cannula the surgeon stated that the patient may have some strange anatomy of the cs because it was difficult to place the retrograde cannula for him. Pt came off bypass and was doing good at the end of the procedure.